Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 233 mg/dl and 116 mg/dl. Customer had been given a piece of pie approximately 30 minutes prior due to low blood symptoms and a result from aviva system of 39 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.